Event description:
It was reported that both cylinders of this inflatable penile prosthesis (ipp) had migrated. The device was explanted and replaced with a tactra device. There were no patient complications reported.

Event description:
It was reported that both cylinders of this inflatable penile prosthesis (ipp) had migrated. The device was explanted and replaced with a tactra device. There were no patient complications reported.